Manufacturer narrative:
One 8.5f swartz braided introducer sheath and dilator were received for evaluation. The guidewire assembly was also returned. Resistance was noted near the distal end of the dilator when a brk needle/stylet assembly from current inventory was advanced through the returned dilator and sheath. The dilator tubing was cut lengthwise; skived material was noted at the distal end of the dilator and at the dilator distal tip. The device history records for each possible batch number were reviewed to ensure that each manufacturing and inspection operation was performed. Swartz braided transseptal guiding introducer instructions for use (IFU) states, ¿during insertion, always use the stylet to facilitate needle passage through the dilator/sheath assembly. Failure to use the stylet may inhibit advancement of the needle and may result in inadvertent needle puncture of the dilator/sheath assembly or skiving of material from the inner surface of the dilator.¿ also, brk needle instructions for use (IFU) states, ¿do not alter this device in any way.¿ the cause of the needle insertion difficulty is consistent with not following the instructions for use.

Event description:
Related manufacturing reference: 3005334138-2023-00547, 3008452825-2023-00544 this report is to advise of skiving that was noted during analysis.